Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of high blood glucose readings and excessive no deliveries from the insulin pump. The customer's blood glucose reading was 421 mg/dl. The customer tried to treat with the pump but it stopped in the middle of the delivery. The customer stated that the no delivery occurred during basal. The customer stated that the alarm was recurring. The customer was advised to reinsert the reservoir and run manual prime to 5.0 units. The customer stated that insulin did exit. The customer stated that the cannula was bent. The customer was advised to return the set for analysis.